Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on the second firing in the pylorus of  the stomach during a laparoscopic gastric sleeve procedure. The last staple did not form on outer row. The staple line was also distally incomplete. To resolve the issue, the surgeon over sew the incomplete staple formation. The surgeon was also able to complete the rest of the staple firings.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was fully fired and engaged in interlock. An unformed staple was in the jaws of the device and the jaws of the device were properly aligned. The reload had damage to the cutting edge of the knife blade and the sutures were intact. Functionally, the reload was loaded into a representative instrument and the interlock was overridden, the reload was cycled without hesitation or binding and was applied to test media. The test media was cleanly transected and the sutures were properly cut. The interlock was tested and found to function properly. It was reported that the staples did not form as expected and the device initially fires, but failed to complete the firing cycle. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the jaws were misaligned. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on the second firing in the pylorus of  the stomach during a laparoscopic gastric sleeve procedure. It was noted that there may have been misalignment between the cartridge and the anvil which caused a slight deflection at the end of the staple line resulting in poor staple formation on outer row. The staple line was also distally incomplete. To resolve the issue, the surgeon over sew the incomplete staple formation. A leak test was done which confirmed everything was fine. The surgeon was also able to complete the rest of the staple firings.